Manufacturer narrative:
(B)(4). The device was manufactured between september 13, 2013 - september 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was received containing no fluid in the bladder. A visual inspection of the unit showed no evidence of leak at the fillport or anywhere in the unit. A functional leak test was performed by refilling the bladder with green color water. During and immediately after fill, no evidence of leak was observed at the fill port or anywhere in the unit. Leak was not observed within 24 hours of filling the sample with green color water. The reported leak condition was not confirmed. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that leak was observed from the fill port of a large volume japanese basal/bolus infusor during infusion. Customer also stated that filter was not used during filling and the bladder did not seem to be damaged. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.